Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit and found a battery runtime of 92 minutes. Minimum runtime spec is 135 minutes. The stm replaced the batteries. The stm completed pm with full calibration ,functional testing and safety check to factory specifications. The unit was returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement reported.